Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was discolored additive in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary- bd received one photo for investigation. Evaluation of the photo indicated a yellowish edta clump in the tube, recognized as an aesthetic defect with no impact on the tube's efficiency. Additionally, 100 retained samples were visually inspected, and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was discolored additive in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.